Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The patient was hospitalized and the hernia was surgically repaired. The patient was discharged from the hospital the next day. At the time of this report, the patient had recovered from the hernia. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.